Event description:
Reported issue: the size 4 lma was used on a patient and the string of plastic was noticed inside the patient's mouth after the lma was inserted.

Manufacturer narrative:
(B)(4). It was discovered that this report is a duplicate of report# 9681900-2023-00008, submitted on 03/15/2023, and should be retracted. Corrected data: it was discovered that this report is a duplicate of report# 9681900-2023-00008, submitted on 03/15/2023, and should be retracted.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the size 4 lma was used on a patient and the string of plastic was noticed inside the patient's mouth after the lma was inserted.